Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on receiver on (B)(6) 2014. Distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and did not find any errors related to the customer complaint. The reported event of a hardware error was not confirmed. A root cause could not be determined.